Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length, ct3111 was returned for investigation (image I). Visual evaluation of the as returned product identified a fracture at the collar. Bone tissue was observed on the threads of the implant. Damage to the threads consistent with removal via trefine were also observed. An unknown fractured screw was observed inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), the reported device was located on tooth #16 (universal) the customer did not provide any pictures or x-rays of the implant site. Appropriate documentation was reviewed. DHR review was completed for the implant, subject lot number (63500210). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63500210) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fracture of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient had a loose crown and upon exam/x-ray it was discovered that the implant was fractured at tooth site # 16. Implant was removed and will be replaced in 4 months.